Manufacturer narrative:
Additional information was added: the actual device was received for evaluation. A visual inspection performed using the naked eye found liquid inside the housing which indicates a leak had occurred. Further examination revealed a missing film-wrap located at the upper part of the bladder which if missing, would allow liquid will go directly inside the housing. The reported condition of leak was verified. The cause of the condition is a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. The leak was further described as ¿the solution was not filled in the bladder but in the housing¿ of the infusor. There was no patient involvement. No additional information is available.